Manufacturer narrative:
The unit passed the displacement test. All operating currents are within specification. The off no power alarm functions properly. The unit was unable to prime during prime test and alarmed a33 during basic occlusion test due to a loose/protruded drive support disk. No motor error alarm noted. The occlusion test and excessive no delivery test could not be performed due to the prime/fill anomaly. The motor was tested outside of the device and passed. The following physical damage was also noted: minor scratches on the display window, cracked casing at a display window corner, cracked battery tube threads, broken reservoir tube lip and a missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during a bolus attempt. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The customer confirmed that the pump was not bumped or dropped prior to the alarm, and that she may have rolled on it in her sleep if anything. The drive support cap was found to be protruded from the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.